Event description:
Hamilton medical ag received the following event description: quotation from the reporter :"vu and ip shut off and began alarming from 4am to 7am until battery was unplugged" . The patient was bagged and the ventilator was replaced with another one. No harm to the patient was reported. The logfiles were analyzed and it could be observed that the device alarmed with panel connection lost.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Based on review of the event description and the ventilator event log, the reported loss of ventilation with continuous alarming is consistent with an intermittent internal communication failure between the interaction panel (ip) and the ventilation unit (vu), resulting in a ¿panel connection lost¿ condition. The event log documents alarms for panel connection lost along with multiple internal communication and watchdog technical faults, supporting a panel¿ventilation unit communication interruption rather than a pneumatic failure. As designed, the device entered ambient state when the panel connection was lost, prompting manual ventilation by staff; no patient harm was reported. The ventilator was replaced without further incident. As a corrective action, the vu¿ip connection cable was replaced. Post-event, biomed restarted the device, ran service software, and completed functional testing with all results passing, and the issue could not be reproduced. Hamilton medical ag considers this case closed.